Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal: eurointervention title: buma supreme biodegradable polymer sirolimus-eluting stent versus a durable polymer zotarolimus-eluting coronary stent: three-year clinical outcomes of the pioneer trial reference: doi: 10.4244/eij-d-19-00566. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted titled; buma supreme biodegradable polymer sirolimus-eluting stent versus a durable polymer zotaroli mus-eluting coronary stent: three-year clinical outcomes of the pioneer trial. The pioneer trial was a randomised, multicenter study assessing the efficacy and safety of a non medtronic stent, the buma supreme compared with the medtronic resolute onyx rx coronary drug eluting stent. The study looked at the nine-month angiographic instent late lumen loss and also three-year clinical outcomes. At nine months, the buma supreme had a significantly higher in-stent late lumen loss than the resolute stent. A single three-year clinical follow-up visit was performed. For resolute participants the following was reported: all cause deaths, cardiac death, target vessel myocardial infarction in the right coronary artery, target vessel and target lesion revascularisation in the right coronary artery and the left coronary artery and in-stent stenosis.

Manufacturer narrative:
Additional information: it was further reported that the 87 patients in the resolute zes group either received a resolute integrity stent or a resolute onyx stent). At the 12 month follow up, all cause death, cardiac death, myocardial infarction (mi), periprocedural mi, spontaneous mi, target vessel mi, target lesion revascularization (tlr), target vessel revascularization (tvr) had all been reported. Patient history provided. A2: average age and a3: majority gender were provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.